Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. The customer¿s blood glucose during the incident was 83 mg/dl. The device will be returned for analysis.